Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's regional office in the (B)(4) that a leak was detected in the expiratory tube of an rt340 adult dual heated evaqua breathing circuit during initial equipment set up, prior to pt connection. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Conclusion: every breathing circuit is pressure tested for leaks up to 200cmh20 following manufacture and assembly. Had the complaint breathing circuit exhibited the tear as described following manufacture, it would have been detected by the post-production leak test. It is therefore, likely that the circuit sustained the damage during equipment set-up or during use. The evaqua tube consists of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. Whilst the material incorporates a protective mesh to prevent damage to the walls of the tube during use, the tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or to damage caused by pointy objects.